Event description:
A hemodialysis user facility reported that a blood leak alarm sounded one hour into treatment. Staff noted the internal blood leak and contacted the tech who did a check with strip at caps and both indicated positive for blood. Blood loss approx 250ml. Pt had follow up blood work done and all results were fine. Pt had no adverse effects. Sample is not available.